Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter lacked lubricity. The patient stated that the lack of lubricant made it difficult to use, and would like an extra package of lubricant inside future orders.

Event description:
It was reported that the catheter lacked lubricity. The patient stated that the lack of lubricant made it difficult to use, and would like an extra package of lubricant inside future orders.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "too little coating applied to catheter surface". As no sample was returned it cannot be determined if the device met specification or if there is a relationship between the device and the reported event. Based on the reported event, it appears that the device was used for treatment. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as the reported issue would not likely be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.